Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented remotely. Review of merlin.net transmissions revealed, the implantable cardiac monitor had reached end of service, premature battery depletion was suspected. No intervention was performed. The patient was in stable condition.